Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. In 2001, pt's blood glucose was 25mg/dl and 49mg/dl on ot meter. Pt was experiencing dizziness, nausea, headache and blurring of vision. Pt was taken to emergency room where blood glucose was found to be 500mg/dl on hosp meter. Pt was treated at ER, and discharged home after 3 hours. No further info was provided.